Event description:
It was reported that the customer had to have medical intervention due to low blood glucose levels. The customer stated that he had been having issues for a couple of weeks. He believed that his insulin pump should have gone into threshold suspend but didn't hear or feel anything. He passed out on the floor at (B)(6). The customer stated that he had been walking around (B)(6), had eaten lunch 2 hours prior and bolused 1.8 units. At the time that the paramedics arrived, his blood glucose level was 63 mg/dl. The paramedics put vanilla glucose in his mouth to wake him up. The paramedics gave the customer pizza and soda, causing the customer's blood glucose level went up to 415 mg/dl. During troubleshooting, found that there were multiple threshold suspend alarms in his history, but that he did not hear it. At the time of the call, the customer's blood glucose level was 397 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.